Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she had high blood glucose (bg) readings during the week of (B)(6) 2013; highs over 600 mg/dl five times. Patient was admitted to the hospital on (B)(6) 2013, treated with IV insulin, and released on (B)(6) 2013. Her health care provider has requested the pump be replaced. Customer support advised patient that the pump will be replaced, but that this may not resolve her bg issues. Patient recently started taking diclofenac and has continued on it after discontinuing the pump, with no issues. Patient also had switched from humalog to humalin n because her pharmacy service sent her the wrong insulin: hcp gave instructions for both insulins. Patient is off pump and currently using only lantus. This complaint is being reported as the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: last basal delivery was recorded on (B)(6) 2013, the pump was not primed and basal delivery was not resumed post that date. On (B)(6) 2013, a 1hr delivery interruption is observed due an unconfirmed ¿162¿ warning. Tdd add up correctly and reflect the user¿s programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. -the pump passed ¿ez-prime¿ steps and exercised for 24hr, no delivery interruption occurred during the duration test. The pump passed a delivery accuracy test successfully. Unrelated to the complaint, the display screen is pinkish and dim upon start up. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.